Event description:
The following was reported by the patient: the patient alleges she was implanted with a ventralex mesh for repair of a right inguinal hernia in 2006. Following implant the patient began to have abdominal pain, groin pain that tingled and radiated down her leg, and painful sexual intercourse. The patient saw her implanting surgeon and her primary care physician. The implanting surgeon felt the patient had pulled a muscle, and told her ¿to give it time¿. No testing was done, but patient was started on pain medication. The patient stated that she has not been back to the implanting surgeon since then, and the pain has continued to get increasingly worse.

Manufacturer narrative:
We have contacted the initial reporter to request add¿l info. This MDR includes all patient, event and device info davol has received to date. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The patient reports increasing pain since the time of implant in 2006. Currently, product identifiers have not been provided, therefore a mfg review is not possible. The patient has not provided medical records at this time. Additionally, the mesh remains implanted. With the limited info, no conclusion can be drawn.